Manufacturer narrative:
Clinical review:there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s hospitalization for exacerbation of congestive heart failure, fluid volume overload, hyperglycemia (unknown value), and pneumonia with subsequent cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The patient had been diagnosed with acute congestive heart failure two weeks prior to this hospitalization. Patients with heart failure have three times greater than expected rate of acquiring pneumonia and four times greater risk of death once they have pneumonia. Congestion, or fluid overload, is a classic clinical feature of patients presenting with heart failure. It was also noted that the patient¿s cycler treatment documentation prior to hospitalization ended on (B)(6) 2022. It is unknown if the patient completed any treatment on the two days prior to presenting to the ER. If the patient did not complete these treatments, this could have contributed to the fluid overload already associated with the patient¿s heart failure. The patient¿s diagnoses and comorbidities of diabetes and end stage renal disease increase the risk for fatal outcome. Sudden cardiac arrest is a frequent mode of death in patients with heart failure. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization, cardiac arrest, and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a female peritoneal dialysis (pd) patient reported the patient expired from unknown causes. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022. The pdrn stated they were trying to contact the patient for several days prior to this hospitalization, without success, as labs were required to be drawn. The patient was admitted to the hospital for exacerbation of congestive heart failure (chf), fluid volume overload, hyperglycemia (unknown value), and pneumonia. It was also noted that the patient had an altered mental status, low blood pressure (values not provided), was vomiting and had not been eating. There is no information pertaining to the patient¿s hospital course for treatment. On (B)(6) 2022 at 2100 hours the patient was in peritoneal dialysis (pd) treatment on the liberty select cycler (hospital cycler) when she was noted to be lethargic. The patient then coded. Agonal breaths were noted. A code was initiated. The patient was intubated, and cardiopulmonary resuscitation (CPR) started. The code was called, and the patient was pronounced (time unknown). The cause of death is documented as cardiac arrest. The pdrn stated the last documented treatment on the patient¿s home liberty select cycler prior to the hospitalization was on (B)(6) 2022. There is no further information recorded on the patient¿s cycler transmission. There were no reported issues with the patient¿s cycler prior to hospitalization.

Event description:
A contact for a female peritoneal dialysis (pd) patient reported the patient expired from unknown causes. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022. The pdrn stated they were trying to contact the patient for several days prior to this hospitalization, without success, as labs were required to be drawn. The patient was admitted to the hospital for exacerbation of congestive heart failure (chf), fluid volume overload, hyperglycemia (unknown value), and pneumonia. It was also noted that the patient had an altered mental status, low blood pressure (values not provided), was vomiting and had not been eating. There is no information pertaining to the patient¿s hospital course for treatment. On (B)(6) 2022 at 2100 hours the patient was in peritoneal dialysis (pd) treatment on the liberty select cycler (hospital cycler) when she was noted to be lethargic. The patient then coded. Agonal breaths were noted. A code was initiated. The patient was intubated, and cardiopulmonary resuscitation (CPR) started. The code was called, and the patient was pronounced (time unknown). The cause of death is documented as cardiac arrest. The pdrn stated the last documented treatment on the patient¿s home liberty select cycler prior to the hospitalization was on (B)(6) 2022. There is no further information recorded on the patient¿s cycler transmission. There were no reported issues with the patient¿s cycler prior to hospitalization.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.